Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed check IV set error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of check IV error was confirmed. On 20-mar-2025, lvp device was received unboxed and with paperwork. The unit alarmed check IV at power up. Asm analog sensors determined that the patient side sensor was above the allowed specification causing the error code to appear at power up. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to replace the patient side pressure sensor. Failure investigation report attached to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed check IV set error. There was no patient involvement.